Event description:
It was reported to philips that the mattress, along with the patient, fell off of the table. The report indicated that the patient broke some ribs; however, no further information regarding the incident has been provided to date. An investigation into this complaint has been initiated by philips.